Manufacturer narrative:
The axium coil was received and evaluation of the device was completed. As received, the implant coil was found damaged, tangled and stretched with the polypropylene filament broken and detached from the pushwire. The detachment was not reported originally. The pushwire was found bent at the proximal end and severely at the distal end within the introducer sheath. Under the microscope, the detach element was found still attached to the pushwire and the implant was found broken from the pushwire at the coil shell weld. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the device evaluation, the damage to the distal end of the pushwire and the stretching and breaking of the implant coil was likely caused by the movement of the coil against the reported resistance. All coils are 100% inspected for damages and irregularities during manufacture. The axium prime coil instructions for use (IFU) issues the following: warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could p ossibly break. Gently remove and discard both the catheter and coil." Precaution: ¿do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿ related mdrs for this event: 2029214-2017-01184, 2029214-2017-01185.

Event description:
Medtronic received information that during coiling treatment of a small ruptured, saccular, anterior communicating artery (acom) aneurysm (6.5mmx3mm), this axium prime coil experienced resistance in the catheter and stretched. No patient complications were reported. It was reported that first coil axium prime 3d was selected and pushed through microcatheter. While pushing the coil, there was lot of resistance and the coil could not advance further. When pulling the coil back, the coil stretched completely. Evaluation of the returned device found that the implant coil was stretched and had detached from the pushwire. Follow up conducted based on device condition upon return confirmed that the coil separation was noticed while removing from the microcatheter.